Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported finding a fluid leak from the cassette following treatment. The patient was advised to contact her clinic. The cassette was discarded. During follow up the patient's nurse reported the patient did not have any adverse event associated with the leak and was not prscribed any antibitoics.